Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The patient presented to the hospital for a routine follow up. The device was found in backup vvi mode upon interrogation. The device was reprogrammed to resolve the event and the patient was stable.